Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd¿ sharps collector 9 gal lids were missing in the package.

Event description:
It was reported that 4 bd¿ sharps collector 9 gal lids were missing in the package.

Manufacturer narrative:
Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. The DHR review was not performed due to the lot number was unknown. As part of this investigation, it was reviewed the customer complaint records; according with the cc¿s records, 5 additional complaint were received throughout the last twelve months for the same part number and issue. Conclusion according to this investigation it was not possible confirm this issue like a failure mode related to the manufacturing process since the information provided it wasn¿t enough to determine the root cause. Due to the current controls were verified and confirmed as able detect the lack of component, and the evidence shown that all the manufactured boxes where shipped with the correct quantity of components, the evidence of the original packaging and/or picture of the label weighing system is required to determine if the root cause is related to manufacturing process.